Event description:
Additional information received reported that the device was being used for a dvt testing. The event occurred on (B)(6) 2025 during preparation of echelon prior to dvt. The echelon catheter was not used within the patient's body. The root cause was not identified. The catheter shaft found broken located at about 13 in away from the distal tip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an echelon 10 microcatheter leak. It was report that the echelon 10 microcatheter was taken out of sealed carton box. Operator was flushing echelon 10 with saline and found continuous liquid streaming from tubing shaft instead of distal tip. Then the unit was found broken at approximately 13in away from distal tip when observed under microscope. No patient information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4):equipment used: vis (m-78210), 203cm ruler (m-83360) document used: n/a as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within an opened echelon-10 micro catheter outer carton; within an opened echelon-10 micro catheter inner pouch and within a dispenser track. Visual inspection/damage location details: the echelon-10 total length was measured to be ~156.2cm. The echelon-10 useable length was measured to be ~148.2cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub, catheter body or distal tip. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water was found to be leaking from within the inner strain relief and the distal tip. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found to be leaking from a hole in the catheter shaft at approximately 33.5cm from distal tip. The damaged surface shows evidence of rupture damage which created a hole through the catheter shaft and inner liner subsequently causing the catheter to leak. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿leak¿ was confirmed as the returned echelon-10 micro catheter was found to be leaking from within the inner strain relief. The likely cause of the failure associated with this event is the catheter rupture. However, the root cause of the rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.